Event description:
It was reported the patient was experiencing a fever, redness, and swelling at the ipg site. In turn the patient was hospitalized on (B)(6) 2014, and her scs system was explanted due to an infection at the ipg site. The patient was kept in the hospital for a few days for the administration of IV antibiotics. Cultures were taken but the results are unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.